Event description:
It was reported that the customer's insulin pump had a compromised force sensor system alarm. The customer's blood glucose level was 389 mg/dl. Standard troubleshooting was performed. The customer discovered that the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The pump was received with a protruded and loose drive support disk, minor scratched display window, cracked reservoir tube lip, cracked reservoir tube, and cracked reservoir tube window. The pump also gave an alarm during the basic occlusion test due to the protruded and loose drive support disk. However, the pump passed displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.